Event description:
During hip primary surgery, the surgeon wanted to remove the stem as it was implanted a wrong size resulting in a too high implant. However, the fixation was good and the surgeon could not get the stem out, using the stem repositioner and screwed stem extractor. After repeated attempts, the stem repositioner had worn out and the stem was left in place. 1 hour delay occurred to release all ligaments to increase the leg's leght (total time surgery 2hr and 15min).

Manufacturer narrative:
Batch review performed on 24 sept 2024. Lot 2259820: (B)(4) items manufactured and released on 19-jan-2024. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review.

Manufacturer narrative:
On november 22nd 2024 we have received the stem involved in the event. Visual inspection performed by r&d project manager: during the analysis it is evaluated that the plastic clamp of the instrument is completely scratched and deformed. Some debris of plastic are also present on the instrument. It is assumable that the instrument has been used unproperly within a revision surgery to remove a stem that was previously osteointegrated or used with an excessive high traction force. This could be the cause of the deformation and breakage of the plastic part. Additional information received and related to the analysis were added in the event description.

Event description:
During hip primary surgery, the surgeon wanted to remove the std size 4 stem as it was implanted a wrong size resulting in a too high implant and implant a size 3. However, the fixation was good and the surgeon could not get the stem out, using the stem repositioner and screwed stem extractor. After repeated attempts, the stem repositioner had worn out and the stem was left in place. The device was not damaged before using it. Cup size s and std size 4 stem has been implanted, with the planned offset. One hour delay occurred to release all ligaments to increase the leg's leght (total time sugery 2hr and 15min).